Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of abrasions. However, the root cause of the event could not be determined.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2009 due to unknown reasons. A biomet acetabular cup and liner were implanted. Patient underwent a further revision procedure on (B)(6) 2015 due to implant creaking and a loosened liner. The liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.